Event description:
It was reported that the device, which had later become a voluntary recall product, was placed in 2005. The pt suspected to have bowel perforation came to the hospital in late 2008. After hospitalization, bleeding of abdominal wall was caused and diagnosed as abdominal wall abcess. Irrigation and aspiration were performed, however, the condition didn't get better. Re-examination showed the possibility of bowel perforation, when medicon was notified of the status of this event. The next day, the mesh was removed. Ring was damaged. The damaged ring was found to be stuck in bowel causing bowel perforation. The doctor claims that the mesh was damaged at 2 points. Covidien's protack was used for mesh fixation. The pt is now in critical condition.

Manufacturer narrative:
The returned explanted mesh was received with scarred tissues adhered to it. The patch has been visually and manually examined. The patch is severly distorted around the circumference of the patch. There was one end of a recoil ring measuring .042" in diameter protruding through the mesh side of the patch and another end of a ring measuring .042" in diameter protruding through the eptfe side of the patch. There was also a loop of recoil ring measuring .042" in diameter exposed on the mesh side of the patch. The exposed ends of the recoil ring were examined microscopically. Both ends were part of the welded joint as evidenced by the square cut ends of the ring, and the surface abrasions of the ring material that is created by the welding operation.